Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a rewind anomaly from the insulin pump. The customer's blood glucose reading was 300+ mg/dl. The customer mentioned black dot at the top of the pump. The customer stated that the high reading might be due to the pump being stuck in rewind mode. The customer will not return the pump for analysis.